Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is known risk associated with inflatable penile prosthesis procedures and is noted as such in the device instructions for use. Device history record (DHR): review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient dehiscence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the incision was initially closed with sutures and opsite. However, the sutures in the scrotum came undone. There is no sign of infection and the inflatable penile prosthesis is functioning properly. The patient was treated with antibiotics and re sutured. A full recovery is expected.

Event description:
It was reported that the incision was initially closed with sutures and opsite. However, the sutures in the scrotum came undone. There is no sign of infection and the inflatable penile prosthesis is functioning properly. The patient was treated with antibiotics and re sutured. A full recovery is expected.